Event description:
The panel on the external drainage system slipped and the bag was lower than the pt causing additional csf fluid to be drained. This incident was immediately caught by the clinical educator, who subsequently retrained the staff. No pt injury was reported.